Event description:
According to the reporter, the patient had uremia and elevated serum creatinine and needed hemodialysis treatment. The patient's vascular condition was poor, and after arteriovenous fistula formation, the fistula was occluded. A long-term sneak catheterization of the internal jugular vein was performed. More than 3 months after the surgery, during dialysis, a long-term tube tip crack appeared, which caused air leakage, and air could be seen entering the tube. The method utilized to tighten the adapters was by hand. Flushing was done prior to use, with normal results. There were no other products being utilized with the device. Nothing unusual was observed on the device prior to use, and there were no other defects or damages found on the product. An unspecified cleaning agent was typically utilized to clean the adapters, but ethyl alcohol was not used. The remedial action of using a temporary tube tip to replace the tube tip allowed them to proceed and complete subsequent dialysis therapy. The event did not lead to infection or air embolism, and there was no blood loss or blood transfusion required. No medical intervention or treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient had uremia and elevated serum creatinine and needed hemodialysis treatment. The patient's vascular condition was poor, and after arteriovenous fistula formation, the fistula was occluded. A long-term sneak catheterization of the internal jugular vein was performed. More than 3 months after the surgery, during dialysis, a long-term tube tip crack appeared, which caused air leakage, and air could be seen entering the tube. The method utilized to tighten the adapters was by hand. Flushing was done prior to use, with normal results. There were no other products being utilized with the device. Nothing unusual was observed on the device prior to use, and there were no other defects or damages found on the product. An unspecified cleaning agent was typically utilized to clean the adapters, but ethyl alcohol was not used. A temporary tube tip was used to replace the tube tip, and the dialysis treatment was not completed. The event did not lead to infection or air embolism, and there was no blood loss or blood transfusion required. No medical intervention or treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, d6a, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient had uremia and elevated serum creatinine and needed hemodialysis treatment. The patient's vascular condition was poor, and after arteriovenous fistula formation, the fistula was occluded. A long-term sneak catheterization of the internal jugular vein was performed. More than 3 months after the surgery, during dialysis, a long-term tube tip crack appeared, which caused air leakage, and air could be seen entering the tube. A temporary tube tip was used to replace the tube tip. There was no reported patient outcome.